Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The distal end of the inner shaft is fractured away from the shaft and wedged in the outer shaft. The hubs are intact and show no heat damage. There is biological debris on the returned device. A functional assessment of the device found the device is unable to function due to the fractured inner shaft. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive side loading or an impact event to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscectomy, the synovator blade stopped resecting. After removing the blade from the joint for inspecting, the blade¿s tip was found to be detached. The tip of the blade, which is contained within the shaft of the synovator tip covering, detached from the drive shaft. The procedure was completed with a smith and nephew back up device with a 5 min surgical delay. No further complications were reported and no metal had been left in patient.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).